Event description:
On (B)(6) 2024, a patient in the netherlands underwent a procedure for the placement of a percutaneous endoscopic jejunal tube. The patient was discharged from the hospital on (B)(6) 2024. On (B)(6) 2024, the patient was admitted urgently due to severe inflammation in his pej. On (B)(6) 2024 the tubing was urgently removed. On (B)(6) 2024, an ns-j tube was reinstalled. It was not expected that a new pej would be installed. Additional information was requested to clarify the events reported without success. Based on the information provided this complaint has been assessed as a post procedural complication at the site of a direct jejunostomy site with an unknown intestinal tube, conservatively considered to be abbvie tubing.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. H6 code of 4581 was chosen to capture the event of post procedural complication at the site of a direct jejunostomy. Post procedural complications are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.